Event description:
Customer reported that the system had damage where the cartridge is inserted, causing difficulty in locking it into place and required multiple attempts. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.